Event description:
Additional information received indicated that patient had an ipg replacement. Therapy was restored .

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy from approximately (B)(6) 2019. Patient stopped charging the device for several months due to a procedure and later manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. To address this issue patient may be awaiting surgical intervention at a late date.